Manufacturer narrative:
The root cause of the ¿system self check failure¿ on ic6466 was power management circuit board component failure. Correction has been updated in d1 and d9. Additional information has been provided in h6 (component code, investigation findings, type of investigation, investigation conclusions).

Event description:
The complainant reported that upon starting the automated impella controller (aic) a "system self check failed" occurred. A replacement aic was used for patient support.

Manufacturer narrative:
The reported event did not occur during patient use. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.